Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in hospital with high blood glucose. The customer's blood glucose was 740 mg/dl. The customer reported that the they received multiple no delivery alarms. The insulin pump will not be returned for analysis.